Manufacturer narrative:
This report is for the same patient procedure as manufacturer report: 2937094-2019-60815.

Event description:
The patient underwent the study procedure and administered IV sedation and pain medication. A total of 14 treatments were delivered. No adverse event or device observation were noted during the procedure. It was reported that at 3 months with 18 days post convective radiofrequency water vapor thermal therapy procedure, patient was reported to be experiencing a single episode of dribbling. No action has been taken in response to the dribbling symptom and the symptom is reported to be ongoing. The symptom was assessed as possible related to the procedure and not related to the device.

Manufacturer narrative:
This report is for the same patient procedure as manufacturer report: 2937094-2019-60815. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The device is not available for analysis. The potential cause and controls for complaints related to clinical events were identified. Based on the information currently available, the patient symptom is a known risk associated with this type of procedure. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
The patient underwent the study procedure and administered IV sedation and pain medication. A total of 14 treatments were delivered. No adverse event or device observation were noted during the procedure. It was reported that at 3 months with 18 days post convective radiofrequency water vapor thermal therapy procedure, patient was reported to be experiencing a single episode of dribbling. No action has been taken in response to the dribbling symptom and the symptom is reported to be ongoing. The symptom was assessed as possible related to the procedure and not related to the device.